Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Occurrence: a complaint history check was performed and this is the 1st. Related complaint for leakage & incorrect/missing label information on lot # 9255694. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, leakage & incorrect/missing label information) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle leaked insulin during use. Additionally, the consumer reported that the instructions in the box "skipped a step". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer called back from voicemail that she received from rcc in original complaint file (B)(4). Stated she is going to see her doctor and speak with her pharmacist about how the instructions inside of the box skip a step, before she sends her samples back to bd. Stated these pen needles are also always leaking insulin. Stated it is a waste of insulin to use 2 units before every injection and her pharmacist has never heard of this."